Event description:
It was reported that the pump battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to uninstall and reinstall the mobile app, and to monitor battery depletion, following up if it exceeded 35% per day. The customer understood and acknowledged these instructions.